Event description:
It was reported that before use of the needle 18ga 1in blunt fill sla there was an issue with foreign matter. The following information was provided by the initial reporter, translated from portuguese to english: the presence of off-white material was verified.

Manufacturer narrative:
H.6. Investigation: batch history analysis (DHR), maintenance records and quality notifications were verified, no quality deviations and maintenance were found related to the batch and claimed defect. We received the photos and sample sent by the client for evaluation, so it was possible to carry out an investigation, confirm complaint for the defect and determine the probable root cause. The foreign matter defect, according to the photo and sample sent by the customer, was due to a variation in the epoxy resin nozzle. This variation was due to an adjustment during product replenishment on the assembler machine. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the needle 18ga 1in blunt fill sla there was an issue with foreign matter. The following information was provided by the initial reporter, translated from portuguese to english: the presence of off-white material was verified.